Event description:
It was reported to philips that the device experienced a tower cpld installation failure. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was isolated to a corrupted program code in the flash memory u39/u40.

Event description:
It was reported to philips that the device experienced a tower cpld installation failure. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.